Event description:
It was reported that since a spinal fusion three months ago, the patient has felt nauseated when stimulation was on. The nausea went away when the implant was turned off. The patient initially said that their stimulation hadn¿t changed from prior to implant, and that stimulation was still in the lower left of their spine to control their back spasms. After further discussion, the patient said they now have stimulation in their stomach as well, which was not there prior to the spinal fusion. The patient was going to try to turn stimulation down to see if the nausea would go away. The status of the patient was unknown. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3998, lot # v291951, implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 3888-33, lot # v265345, implanted: (B)(6) 2011, product type lead; product ID 3888-33, lot # v215948, implanted: (B)(6) 2011, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).

Event description:
Additional information received reported the patient was still having concerns with their device or therapy but had not sought further help.